Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump was not working at all. The customer¿s blood glucose level was unknown at the time of the incident. The customer was assisted with troubleshooting. Customer stated that the insulin pump the battery was not low and the insulin pump went blank without any warning and then changed out the battery. Customer was call back with blank display after receiving new battery cap. The customer removes the battery and stated the insert battery alarm did not display on the insulin pump screen. Customer states display did not return. The insulin pump will not be returned for analysis.